Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had an atrial tachycardia (at) episode and the implantable pulse generator (ipg) did not recognize the at and mode switch. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.